Event description:
The customer alleged that while running short electro-shock therapy, the alarm would not sound. The mallinckrodt customer support engineer (cse) inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. There was no ventilator malfunction, this was found during pre pt set up. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.